Event description:
It was reported that the procedure was to treat a lesion in the circumflex. After the cross-it guide wire crossed the lesion, two dilatation catheters were used for pre-dilatation, and two stents were deployed. When the physician attempted to remove the guide wire, it became stuck. One of the balloons was advanced again to aid in the removal of the guide wire, but the dilatation catheter jumped forward and the distal end of the guide wire broke off. The separated piece of the guide wire ended up in the aorta and the left main. The patient was sent to surgery to remove the piece of guide wire. It was reported that the guide wire was successfully removed in surgery.